Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0209889 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that clear, foreign liquid was found in and dispelled from the bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: "I'm writing because we use bd veo syringes in my son's diabetes care. This morning, when preparing a new, unused syringe for an injection -- by drawing an amount of air into the syringe equal to the amount of insulin I intended to draw from the vial (in this case, 0.5 unit), so as to equalize the pressure in the vial -- I saw liquid already inside the new syringe. When I depressed the plunger, a drop of some clear liquid came out through the needle. I set the syringe aside without using it. I tried preparing another syringe from the same bag and box and saw no liquid inside, and used that syringe for dosing and injection. Specifics about the product: bd veo insulin syringe, 6mm 1/2 unit, ndc/hri# 08290-3249-10, lot number 0209889, date of manufacture 2020-09-01this was disturbing because I don't know what the liquid was, and I certainly don't want to inject my six-year-old son with any amount of any substance other than the insulin he needs. It's disturbing that apparently I now need to check unused bd veo syringes for visible, injectable quantities of liquid inside before I use them."